Manufacturer narrative:
UDI = (B)(4). A visual examination of the return device found the basket retracted/closed. Side car -rx was torn and presented pushback out of specification a functional evaluation was performed and found the basket wires were without issue and the basket orientation was correct. A second functional evaluation was performed by inserting the device through a scope and extending the basket. The basket fully extended and orientation was correct. The evaluation concluded that the condition of the returned unit was not consistent with the complaint incident that the basket wires were bent but was consistent with the reported event of torn side car-rx. The basket wires were without issue and basket orientation was found to be correct. The side car-rx pushback is likely due to procedural factors; therefore, the most probable root cause for the side car-rx pushback is operational context. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a stone removal procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noted that the basket looked unusual under fluoroscopy. Therefore, physician discontinued using the basket and was removed from the patient. Upon inspection, the side car-rx (guidewire port) was found to be torn. Moreover, when the basket was extended out of the sheath, the basket wires was found to be bent. The procedure was completed with another trapezoid¿ rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." This event has been deemed reportable based on the investigation results; side car-rx (guidewire port) pushback.